Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during set-up. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility for investigation. The service representative confirmed the reported issue and identified the root cause to be a faulty touch screen. The touch screen was replaced to resolve the issue and subsequent functional verification testing was completed successfully. Preventative maintenance was performed and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a root cause investigation (rci) for this type of issue. Evaluated on site by livanova rep.